Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated to a therapeutic consultant that they had been having issues with their handheld for the last few months. The handheld will "not hold a charge" despite having gone through all the troubleshooting steps. The product is at the manufacturer pending completion of product analysis.